Manufacturer narrative:
Concomitant products: product ID 8781, lot# n405966004, product type catheter; product ID 8781, lot# n405966004, explanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported that an infection of the wound site was suspected. After implant on (B)(6) 2014, a fever developed on (B)(6) 2014, and signs pointing to an infection of the cerebrospinal fluid were observed. Therefore, meropen and vancomycin were administered as antibiotics. The severity was reported as serious. The bacteria had not been identified, but because the patient's neck was stiff, which was a sign of meningitis, the pump system was removed on (B)(6) 2014. A hematoma was also observed in the pump pocket. Initially, because the patient's risk of infection was high and the patient was also of an advanced age, the decision was made to remove it before it became more serious. The event was unrelated to the drug, catheter, pump or programmer, and unknown if related to the procedure. The patient¿s fever was lower and the symptoms were improving. The adverse event outcome was reported as ¿alleviated¿, also reported as ¿recovered on (B)(6)¿. The pump system was being used to deliver gabalon.

Event description:
Additional information received reported the patient had yet to be discharged from the hospital despite the symptoms getting "substantially" better. It was noted there "might not have been an infection" because the bacteriological examination results did not detect any bacteria. Aseptic meningitis was reported as the patient showed symptoms similar to meningitis caused due to patient's chronic inflammation condition. The patient was reported as recovered as of (B)(6) 2014. The onset and development of the adverse event and measures taken were also reported. The patient was transferred from another hospital for the pump implant due to spasticity of the limbs that appeared as a result of a stroke. The patient was described as capable of holding basic conversation but, only at a level they could say hello and so on. The patient was able to follow some simple instructions, yet had dysphagia and was receiving tube-feeding and was bedridden. The patient was in need of total assistance. The patient's spasticity of their limbs was classified as "somewhere around ashworth 3". The patient had kept taking an inhibitor (neoral) that had been prescribed by a previous hcp for psoriasis vulgaris. The patient had a mild fever and slight increase in suspected inflammation that was already confirmed from the time the patient was hospitalized. There were no obvious signs of infection according to a CT scan of the patient's whole body.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that on (B)(6) 2014, the patients intrathecal gabalon was increased from 100 mcg/day to 115 mcg/day and their spasticity was improving. Following pump implantation, minor inflammation (as well as the previously reported slight fever) continued. On (B)(6) 2014, the patient developed a fever greater than or equal to 39 degrees centigrade; an increase in the inflammation findings was observed. It was further reported that the onset of the adverse event of aseptic meningitis was on (B)(6) 2014; this was seemed serious at a 3 on a 1-7 scale. As a result, sulbacillin was changed to meropenem (discontinued on (B)(6) 2014). On (B)(6) 2014, nuchal stiffness was observed, and vancomycin and rifampicin were added (both discontinued on (B)(6) 2014). It was noted that the patient had received a blood transfusion on (B)(6) 2014. Intraoperative findings during the removal of the entire itb (intrathecal baclofen) system included accumulation of a hematoma in the pump pocked, without obvious pus; only a small amount of hematoma was observed in the lumbar wound. Cultures of the hematoma in the pocket, intrathecal catheter tip, cerebrospinal fluid, and blood were submitted; no fungi were detected in any items. Csf (cerebrospinal fluid) pleocytosis was observed. As bacterial infection was suspected initially, cyclosporine (neoral) was discontinued). On (B)(6) 2014, post-explant inflammation findings were tending to improve; however, the inflammation findings worsened and the drug was changed to pazucross. As beta-d-glucan elevated, funguard was added on (B)(6) 2014. Subsequently, the inflammation did not completely improve, and the psoriasis worsened. The antibiotic was discontinued, and neoral was administered again starting on (B)(6) 2014. The inflammation findings and the fever improved. No recurrence of the adverse event was observed. Laboratory testing revealed elevated wbc (white blood cell) counts as follows (reference range 4000-9000/ul): 9500 ((B)(6) 2014), 16500 ((B)(6) 2014), 15300 ((B)(6) 2014), 12200((B)(6) 2014), 1300 ((B)(6) 2014), and 9900 ((B)(6) 2014); hemoglobin as follows (reference range 13-18 g/dl): 10.5 ((B)(6) 2014), 10.2 ((B)(6) 2014), 9.8 ((B)(6) 2014), 7.4 ((B)(6) 2014), 7.2 ((B)(6) 2014), 9.0 ((B)(6) 2014), 10.1 ((B)(6) 2014), and 10.1 ((B)(6) 2014); and crp (c-reactive protein) as follows (reference range 0.0-0.3 mg/dl); 2.32 ((B)(6) 2014), 2.47 ((B)(6) 2014), 3.04 ((B)(6) 2014), 9.49 ((B)(6) 2014), 6.93 ((B)(6) 2014), 10.05 ((B)(6) 2014), 2.98 ((B)(6) 2014), and 0.20 ((B)(6) 2014). The event causality was deemed related to the investigational drug; it was unknown if causality was related to the pump, catheter, programmer, or procedure. According to the physician's assessment, although postoperative pump infection and bacterial meningitis were initially suspected, no bacteria or fungi were detected in the cultures; thus it was diagnosed as aseptic meningitis. It was noted that there might be a relationship between the aseptic meningitis and the psoriasis vulgaris (which is an autoimmune disease) and the treatment drug neoral (cyclosporine). Not all events were provided an outcome. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.